Event description:
The device involved in this report was checked after radiotherapy. The device could not be interrogated with communication errors. The ECG showed a vvi behavior, and last, the magnet mode was not operating. A device reset and re-initialization was recommended and performed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved under p950029. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Review of the electronic data and files received. (B)(4). Conclusion: the failed interrogation of the device and the observed behavior of the device resulted from an alteration of implant ram memory. This alteration was most likely due to radiation exposure from radiotherapy sessions. The standard recommendations described in the manual should be applied for the entire duration of such sessions. According to the recommendations of afssaps, a check-up to verify the function of the stimulator should take place during the year following the end of the treatment. Intervals of follow-up must be determined with the physician who regularly checks the device; a follow-up visit at 1 month and then at 3 months could be scheduled before returning to the standard interval of follow-up.